Event description:
It was reported by the medical examiner that the patient had passed away. The cause of death was provided as seizure disorder with dilated cardiomyopathy as a contributory condition. The manner of death was provided as natural. The medical examiner did not suspect the death to be related to vns. The lead and generator were returned for analysis. Product analysis was performed on the lead. Setscrew marks were found on the lead connector pin providing evidence of good mechanical and electrical connection was present at one point in time. Continuity checks were performed and no discontinuities were identified. There was no evidence to suggest an anomaly with the returned portion of the device. Product analysis was performed on the generator. The pulse generator diagnostics were as expected for the programmed parameters. The device output signal was monitoring for more than 24 hours in a simulated body temperature environment. No signs of variation in the generator¿s output were shown. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No additional relevant information has been received to date.